Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump was under-delivering. Customer removed the cannula and it was bent. The blood glucose reading was 443 mg/dl. Customer was nauseated, vomiting and bodyaches. Customer stated that her husband was sick with flu. Customer was treated and released. The current blood glucose reading is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.